Manufacturer narrative:
Covidien has requested more info regarding the incident and usage. However, the reporter was unable to provide add'l info. The d25 has been discarded and the lot number unk. No product is returning. (B)(4).

Event description:
Company received medwatch report from a facility indicating the oxisensor ii d25 was providing 100% o2 saturation while the abg (arterial blood gas) was noted to be pao2 56%. The sensor was in use with another MFR's pulse oximetry monitor. Add'l info from u/f report# (B)(4): oxisensor ii - providing 100% o2 saturation. Abg reading noted pao2 56%.